Event description:
This pt wasin critical condition and went into cardiac arrest. This pt has one mainline IV, intravenous, in place. The IV was pulled on (not pulled hard, the line was not taut) and it snapped into two pieces. Because this pt was so critical, IV access was very important and it was a challenge to restart the IV. The IV tubing breaking may or may not have contributed to this pt's demise. This IV tubing break happened in the middle of the line...not at a connection site. The pt in the ICU the critical condition with possible pneumonia who went into cardiac arrest, coded and expired. The pt was receiving dopamine. Reporter could not identify it the set was leaking dopamine prior to the code situation or if the dopamine was being administered in response to the code and leaked. The sample was reportedly discarded.